Event description:
As stated by an arjohuntleigh service tech: "complaint: customer requested lift be inspected for safety and serviceability. Eval: facility engineering department was notified that the lift possibly began to tip while being used by a cna during a transport with a pt. At the customer's request, the lift was inspected for safety and serviceability and all affixed components were examined and checked for security. No issues were found with this lift to suggest that there was a component failure or that it is unserviceable. A detailed sequence of events during this occurrence was not available to ensure the use of the lift during transfer complied with the operators manual/training received. Resolution: there are no issues with this unit that could suggest a defect could have caused an occurrence. An operation and product care instruction manual (04.km.00/2us) was provided to the customer via email. Testing or verification: the system operates normally and meets (B)(4) specs."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.